Event description:
The customer reported that they received readings on their freestyle flash meter which were higher than they felt and higher compared to a health care meter. The customer experienced a loss of appetite and felt that their blood glucose was low. The paramedics were called and the customer was transported to a hospital where the customer believed he was treated with intravenous fluids containing glucose. The customer also believed he ate food to help counteract the medical event. There was no diagnosis reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.